Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to insulin shots for insulin therapy.